Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Event summary: on the same day of the index procedure, electrocardiogram(EKG) revealed left bundle branch block. No action was taken to treat the event. At the time of reporting, the event was considered not recovered.